Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device review, multiple issues were discovered. The scope had multiple buckles and cracks throughout the insertion tube. Cracks were also noted on the ob lens glue. The white glue inside the channel was party missing. The glue on the insertion tube was deteriorated and leaking. The distal end also had a pin hole and was leaking. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii bronochovideoscope failed an insulation test during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.